Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgment. It was reported that the device would not cross. No pt effects were reported. This is being reported based on analysis of the device which revealed a stent dislodgement and it cannot be confirmed that this did not occur during use or removal of the stent delivery system from the pt. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4): results - product performance engineering was unable to determine a conclusive cause for the reported failure to advance or note d stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen and contrast on the shaft and on the stent implant. The stent implant was returned dislodged from the sds. The proximal half of the stent implant was mangled and smashed. The distal end of the stent implant was slightly smashed. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The distal balloon taper was bunched. There were multiple bends in the hypotube. There were no kinks or damage noted to the inner member or tip. There was no other damage noted to the sds. The protective sheath was not returned. The tip seal length was measured and met mfg criteria. The outer diameter measurements of the stent implant could not be taken due to the damage. Product performance engineering reviewed the incident info and analysis of the returned product. The distal balloon taper was bunched, which is likely the result of the procedural attempts to cross the target lesion, as the damage was not noted prior to use. Analysis of the returned product noted that the stent implant was returned dislodged, which was not reported in the original incident. However, there were crimp marks on the tightly folded balloon between the markers, suggesting that the stent was originally crimped in the correct location at the time of MFR. Potential causes for stent dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of MFR, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. It is likely that the stent damage and dislodgement occurred during the procedure or post procedure as no damage was noted during the inspection prior to use. In this case, it is possible that the procedural attempts to cross the target lesion resulted in an interaction of the stent implant and the lesion/anatomy such that the stent loosened, contributing to the noted dislodgement. Further handling for shipment back to abbott vascular for eval may have resulted in the dislodgement and noted stent damage; however, this cannot be confirmed. Analysis also noted multiple bends in the hypotube. There was no mention of this damage in the incident report and likely occurred as a result of the procedural attempt to cross the target lesion or from handling of the product during packaging/shipment back to abbott vascular for eval. The mfg records for this product were reviewed and did not reveal any non-conformances associated with this lot that could have contributed to this complaint. All lot release testing met spec. In this case, a conclusive cause for the reported failure to advance or noted stent dislodgement could not be determined, and there is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. To help ensure this type of issue is not the result of mfg, all sds are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units are destructively tested to verify stent dislodgement force and the units are again inspected for stent placement, crimped stent outer diameter and stent damage. This MDR is considered closed by the product performance group.